Event description:
The user facility reported that the anchor never deployed outside of the sheath (can see it still stuck in the sheath) despite proper deployment. The sheath also appears to have torn at the distal tip. There was no known calcium or tortuosity to have caused this issue. This was a standard percutaneous coronary intervention (pci). Manual pressure was performed once the device failed. Estimated blood loss was less than 250 cubic centimeters (cc). The procedure was pci. There was no patient injury and/or requirement for medical or surgical intervention. A pinnacle sheath 8 french (fr) sheath was used. Additional information received on 31 january 2025: no difficulties with arterial access, sheath, guidewire, or catheter insertion.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: scrub tech. The actual device has been returned for evaluation. One (1) 8fr angio-seal vip device was returned to for evaluation. The returned device included the carrier tube and the hemostasis sheath. The device was visually inspected and found to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated, in rear lock position, and the anchor visible within the distal tip. The distal tip of the hemostasis sheath appeared to have been cut or torn, fully exposing the anchor. The complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause may have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).